Manufacturer narrative:
Other text:h6 - updated one device was returned for investigation with the rear and front housing cracked. The ac connector, dose connector, downstream sensor and up stream occlusion seal were contaminated by fluid ingression. The history log shows, message lec 1660 on the pump display. Batteries were inserted to power the device and the message was on the screen. The complaint is confirmed. The microprocessor unit board was contaminated by fluid ingression. When the microprocessor unit board was replaced the device passed all functional tests. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. G3: chile d5, e2, e3 are unknown at the time of reporting.

Event description:
It was reported that the pump exhibited an unspecified last error code. It is unknown if there was patient involvement and no adverse patient effects were reported by the customer.